Manufacturer narrative:
Product complaint (B)(4). One photo accompanied the complaint file and this shows the plastic outer layer of the cerebase separated at the junction of the proximal vestamid and segment l10. The catheter shaft is still connected by the internal braid. No further damages could be noted. A manufacturing record evaluation was performed for the finished device 31189208 number, and no non-conformances related to the malfunction were identified. This issue is being addressed through cerenvous quality system. The issue regarding a catheter fractured was confirmed based on the shaft separation observed. However, the issue regarding a large bore catheter impeded in distal section of the cerebase cannot be evaluated since a functional test needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was received on 2/2/2024 returned for evaluation and testing; however, the engineering evaluation has not been completed. This information was not include in the initial med watch report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a thrombectomy procedure, the physician opened packaging of a cerebase guide catheter distal access (gs9090sd, 31189208) for inspection and observed that the device was under good condition. After the guide sheath was in place, the large bore catheter was delivered into the guide sheath. The large bore catheter was impeded in distal end of the guide sheath and could not pass through the guide sheath. The physician removed the guide sheath and large bore catheter from patient for inspection, the guide sheath shaft was found to be fractured. A new guide sheath was switched to complete the procedure. The large bore catheter was not replaced. The procedure was prolonged about 30 minutes. There was no patient injury reported. Additional event information received on 30-jan-2024 indicated that there was no damage noted to the terumo guide sheath. The vessel was not excessively tortuous or with acute bends. There was no patient injury as a result of the event. The 30-minute procedural delay was not clinically significant. One photo accompanied the complaint file and this shows the plastic outer layer of the cerebase separated at the junction of the proximal vestamid and segment l10. The catheter shaft is still connected by the internal braid. No further damages could be noted. The catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was not stretched between the separated segments. There was a kink without evidence of cracking in the vestamid shaft material about 5 cm proximal to the fracture just proximal to the edge of the hydrophilic coating. The other joints in the distal region of the catheter were intact, without obvious separations. The fractured joint exhibits evidence of wires being ripped from polymer topcoat, indicating some degree of melting, and embedding of wires into the polymer topcoat. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. - dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9). There were two dimensions in the vestamid shaft that were over the 0.111-inches max spec limit. It is possible that the larger od could indicate a cold fuse, although the remaining vestamid shaft measurements were within the specification of 0.107 inches ¿ 0.111 inches. -conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a thrombectomy procedure, the physician opened packaging of a cerebase guide catheter distal access (gs9090sd, 31189208) for inspection and observed that the device was under good condition. After the guide sheath was in place, the large bore catheter was delivered into the guide sheath. The large bore catheter was impeded in distal end of the guide sheath and could not pass through the guide sheath. The physician removed the guide sheath and large bore catheter from patient for inspection, the guide sheath shaft was found to be fractured. A new guide sheath was switched to complete the procedure. The large bore catheter was not replaced. The procedure was prolonged about 30 minutes. There was no patient injury reported. Additional event information received on 30-jan-2024 indicated that there was no damage noted to the terumo guide sheath. The vessel was not excessively tortuous or with acute bends. There was no patient injury as a result of the event. The 30-minute procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone:(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section 9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.